Manufacturer narrative:
Block b3: date approximate. Block d4: this product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Block h3: unknown.

Event description:
It was reported that for the past several months the patient experienced difficulty charging the spinal cord stimulation (scs) implantable pulse generator (ipg). The patient underwent a revision procedure in which the ipg was replaced. The patient is recovering without issue. The explanted ipg will not be returned as it was retained by the medical facility.